Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced ongoing fluctuating blood glucose (bg) levels ranging from over 400 mg/dl to 50 mg/dl. Reportedly, the user was hit by a large cow and believes the pump was not operating/delivering insulin correctly due to the event. The user addressed elevated bg level with a bolus via the pump as well as manual injections and addressed the low bg level with carbohydrates as well as glucose tablets. The user reported that the pump would continued to be used for insulin therapy. At the time of report, the user's bg level was 202 mg/dl.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified. Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6)2016 and (B)(6)2017. User made the majority of bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge change sequence completed every three to four days. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.